Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that yesterday they bent over and picked something up and they felt the incision burning up. Patient said they have not had any accidents since they were implanted but yesterday they had 3 fecalaccidents. Patient confirmed that they have not had any accidents today so everything seems to be good again. Patient asked if they accidents could be related with the antibiotics they were on. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient mentioned they discussed this with their hcp yesterday and they mentioned the accidents could have something to do with the antibiotics. Patient had an appointment with healthcare provider on (B)(6) 2025. Additional information was received from a healthcare professional(hcp). The hcp reported that it was unknown of the cause of the incision burning up determined. The steps were or would be taken to resolve the issue was that when they saw the patient they patient didn't mention that. It was unknown if the issue was resolved. The patient did not have an infection and advised to reach out to manufacturing representative (rep) to discuss program setti ng change given fecal incontinence and follow up in 8 weeks with them. It was unknown if the issue was resolved.